Manufacturer narrative:
On (B)(6) 2019 during a file review it was noted that there was a date error on the initial MDR 1057985-2019-00056 submitted on 18jun2019. In section b.5. (Continued) ¿ "(B)(6) 2019" should be (B)(6) 2019. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 23may2019 a patient¿s (pt) parent called report the pt ¿experienced ulcers and infections¿ while wearing acuvue brand contact lenses. The parent reported the pt can only wear daily lenses now. The date of the event was unknown at the time of the call. On 23may2019 additional information was provided by the pt. The pt was diagnosed with an od corneal ulcer in 2017 and reported wearing the acuvue oasys brand contact lenses at that time. The pt was prescribed prednisolone eye drops, 2 drops tid for 1 week with no contact lens wear. The pt reported the od is currently fine. The pt reported daily lens wear with a 2-week replacement schedule and used clear care solution at the time of the event. The treating eye care provider (ecp) name and contact information was provided for additional medical information. On 24may2019 a call was placed to the pts treating ecp¿s office and additional information was provided. A representative reported the last time the pt was seen in the office was (B)(6) 2017. The pt didn¿t have a current contact lens prescription. The representative reported the notes stated, ¿hygiene was discussed and the pt was advised to continue using glasses.¿ the pt was not diagnosed with an ulcer and no prescription was given to the pt. On 31may2019 and 07may2019 calls were placed to the pt requesting confirmation of the treating ecp name and contact information. A return call was requested. No additional medical information has been received. The od corneal ulcer event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified with the pts treating ecp. The lot number is unknown. The suspect od contact lens was discarded. If any further relevant information is received, a supplemental report will be filed.